Manufacturer narrative:
No sample was available or pictures. However, the device history record (DHR) was checked, and no discrepancies were found. The complaint was acknowledged per customer information and added to bvi records.

Event description:
The customer stated a burr was noted on the end of the blade after it was already inserted into the eye. It made the incision so large and leaky that he had to close that incision and make a new one with new blades to complete the procedure.

Manufacturer narrative:
Additional information will be provided upon the investigation completion.

Event description:
A burr was noted on the end of the blade after it was already inserted into the eye. It made the incision so large and leaky that he had to close that incision and make a new one with new blades to complete the procedure.